Event description:
2002 evening: patient's blood glucose (bg) was 357 mg/dl. Patient has had higher bg readings in the evening lately. The next day 6:40 a.m. Patient's bg was 86 mg/dl. Nurse called an ambulance because the patient seemed lethargic and had slurred speech. 7:20 a.m. Bg at the hospital was 42 mg/dl. Patient was hospitalized.